Event description:
It was reported that the blood glucose monitor provided normal results when the patient was experiencing symptoms of hypoglycemia. The blood glucose results were not provided. The patient's father gave him sugary sweets to help him.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.